Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the annular rupture was caused by heavy calcium in the annulus, sizing, and complication of the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 valve in the aortic position using transfemoral approach, bav was performed and the 29mm sapien 3 valve was deployed with 2cc less inflation volume. Shortly after deployment the patient became hemodynamically unstable and had a drop in blood pressure. Pericardial effusion was noticed on tte and a pericardiocentesis drain was placed with good draining via syringe extraction. The patients condition stabilized as draining continued. The patient received units of blood and all support was provided to maintain stability. A sternotomy was performed and the patient was placed on bypass perfusion to repair the tear. An annular tear was noticed and numerous attempts to control the bleeding with patches and sutures was performed. However, the bleeding could not be controlled and the rupture could not be repaired. The patient expired. The valve was severely calcified. The annular dimensions were read to be greater than 600, but it was felt the area was more likely in the 540-560 range with room for a 29mm valve. The sinuses were large and stj 30-31mm. As per medical opinion, the annular rupture was caused by heavy calcium in the annulus, sizing, and complication of the procedure.